Event description:
Depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised again due to dislocation. Doi: (B)(6) 2012 - dor: (B)(6) 2012. (Depuy femoral head used in conjunction with a competitors liner/cup).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.